Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing noted that the attachment vibrated during use. The evaluation revealed that the temperature rose above specifications, the bearings and bevel gears were defective due to normal use. During the repair the technician replaced the bearings, the drive shaft, the bearing brush, the ratchet, the bevel gears and other small parts. MFR date: 07/ 2011.

Event description:
Device was returned for repair, during the service the technician found, that the attachment vibrated during use. This is report 1 of 1 for complaint #(B)(4).